Manufacturer narrative:
(B)(4). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device came apart, was missing one planetary wheel, the positioning ring was damaged, two pins were broken off, the bearings were damaged, the device was corroded and the o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the sagittal saw attachment device had an unspecified malfunction. During service and repair, it was observed that the device came apart, was missing one planetary wheel, the positioning ring was damaged, two pins were broken off, the bearings were damaged, the device was corroded and the o-rings were worn. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.